Event description:
Caller alleged discrepant inratio2 results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.5, lab: 9.5. Time between testing was approx 5 minutes. Pt's therapeutic range was 2.5-3.0. Two other nurses retested the pt on inratio2 meter and each received a 1.5 reading. It was reported the pt went to the hospital for hemorrhaging.

Manufacturer narrative:
Investigation pending.